Event description:
Information was received indicating that a smiths medical trach had a disconnected inflation line. A trach change was needed to be performed to relieve the issue. There were no further adverse events.

Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. No problems or issues were identified during this device history record review. A product sample was received for evaluation. Visual and functional testing were performed. Under visual inspection it was noticed noticed that pilot balloon was detached from inflation line. The root cause of the reported issue was found to be undetermined. Actions were taken to mitigate the reported issue: complaint sample was resent to another manufacturing site for a second investigation.